Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was reported that the patient was revised for wear of articular bearing surface of internal prosthetic left hip. The patient presented with periprosthetic osteolysis, increase serum metal ions and severe acetabular deformity with severe acetabular bone loss. Operative notes reported that there was no metallic staining but moderate wear debris around the base of the femoral neck a small amount of bone loss from porous fixation was noted at the dome. There was sever deficiency of the anterior as well posterior wall and minimal bone medially.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Records alleges injury, economic loss, pain, elevated cobalt and chromium level, osteolysis, loss of mobility and adverse reaction to metal wear debris. Doi: (B)(6) 2007 dor: (B)(6) 2018 left hip.